Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic torn and deformed. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.0/1.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown. Reportedly, "replace the lens and place it in a vertical position."